Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had air bubbles in reservoir and infusion set. Customer states that they experienced high and low blood glucose. Customer mentioned that they had blood glucose of 119mg/dl after that 133mg/dl and after giving bolus for breakfast it was 134mg/dl, 135mg/dl, 122mg/dl, 76mg/dl. Customer states that they had air bubbles in ring of reservoir. Customer also report that cannula was bent. Product will not be return for analysis.